Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 475 mg/dl. The customer gave a correction for high blood glucose with pen. The customer was advised to revert to a backup plan and we will replace the pump.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during the visual inspection. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.